Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl and the cause was not known. Insulin injections and a bolus via the pump were used to address the high bg. Due to insulin stacking, the bg dropped to 48 mg/dl and carbohydrates were consumed to address the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the high/low bg with a healthcare provider.